Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 1 ,204 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the pump was due for a normal life expectancy exchange. However, the managing physician noted that at the last two refills there was more medication in the pump than what the tablet said there should be. There were no known environmental, external, or patient factors that may have led or contributed to the issue. During the procedure, once the catheter was disconnected from the pump, the catheter was dripping fluid, so it was hooked up to the new pump and they were able to aspirate from the cap (catheter access port). The new pump was then programmed appropriately. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. It was noted that the physician thought there may have been something wrong with the pump since the catheter appeared to be functioning appropriately.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative on (B)(6) 2021. It was reported that the dates of the refills with volume discrepancies were unknown. At the first refill, 2cc were expected, and 9cc were withdrawn, and at the second refill 4cc were expected, and 12cc were withdrawn. The pump was going to be returned for analysis. The patient had been discharged from the hospital "feeling great" and with no spasms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.